Manufacturer narrative:
Batch review performed on 29 april 2025: lot 2339009: (B)(4) items manufactured and released on 05/03/2024. Expiration date: 06/02/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional instrument involved, batch review performed on 29 april 2025: lot 2115471: (B)(4) items manufactured and released on 21/03/2022. Expiration date: 06/03/2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. It is most likely related to the unique patient/application specific conditions associated with this case, but the circumstances cannot be confirmed. The investigation results do not indicate any potential manufacturing issue.

Event description:
During the revision surgery due to pain, performed about 1 month and a half after the primary surgery, it was noted that the proximal body was retroverted. The proximal body would not disengage from the stem. An attempt and manual disengagement resulted in the entire construct extraction. The construct was then reinserted with the proper version. Reduction was difficult and resulted in a new distal femur fracture. All components were extracted including the non-medacta cup/liner. The case was then carried out with success with a new m-vizion stem and proximal body along with a medacta bipolar head construct. Fracture fixed. The surgery was completed successfully.